Event description:
It was reported to boston scientific corporation, that a endovive safety peg kits push method was used during a peg placement procedure (female patient, age and weight are unknown). According to the complainant, post procedurally, the patient developed a hiatal hernia and the device was removed. The patient's condition after device removal was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported event is undetermined.